Event description:
On (B)(6) 2024, cataract surgery was done in (B)(6). A bausch & lomb envista toric lens was inserted in my right eye. About a week later, my eye started hurting, and it continues to do so. It feels like a contact lens is loose near my nose, and it cuts into my eye. The eye burns almost continuously. I have told doctors repeatedly that I want to pull my eye out. Besides the surgeon, I saw three ophthalmologists in (B)(6) (an eyelid specialist, an ocular plastics specialist, and a doctor at the (B)(6)) and two optometrists. Mostly I was treated for dry eyes. Was on antibiotics for 2 months, on prednisone, used generic restasis, pataday lots of over-the counter lubricants, warm compresses and eyelid scrubs, had an oasis punctal plug inserted. I contacted bausch & lomb in 7/24 and filed a complaint. They did not follow up. I filed another complaint on 7/3/2025, after reading about their voluntary recall of lenses. I was told my lens was not included in the recall. A bausch & lomb envista eteu125+240 was inserted in my left eye on (B)(6) 2025, by the same surgeon. That eye is fine. I left a message for my surgeon a few days ago, asking what advice he can give me. I would have surgery again for a pain-free eye.